Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were two episodes of oversensing of the minute ventilation signal on the right atrial (ra) lead. The clinic programmed the rate response trend feature off in the cardiac resynchronization therapy defibrillator (crt-d) and will continue to monitor the patient. It was noted that there were no adverse patient effects as a result of the oversensing.